Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3007628272-2011-50047 and #1058196-2011-00529.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization of the anterior communicating artery, the physician deployed the enterprise vascular reconstruction device (vrd) successfully without any reported product issue and proceeded with the embolization. While placing the second coil/orbit galaxy tight distal loop complex xtrasoft 4 x 6 coil (complaint product), the patient experienced a hemorrhage due to perforation. The patient was treated by reversing the heparin. Additional coils were implanted and the hemorrhage stopped. During the additional coiling, thrombus was noted in the enterprise vrd stent. The thrombus was treated by administration of medication but the thrombus persisted. Balloon angioplasty was done and the blood flow improved temporarily. Fifteen minutes later, thrombus was noted again by angiography. Additional medication administration and balloon angioplasty was performed. No additional thrombus was observed and the procedure was completed without further issues. The unruptured anterior communication artery aneurysm/target lesion was reported to be: neck 5.2 mm; and the neck to sac ratio was 5.2mm: 7.0mm. The parent vessel size diameter proximal was 2.5mm and distally 2.9mm. The occlusion rate of the aneurysm was unknown. No additional information was available regarding the patient's anticoagulation status (act's, etc.). Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the instructions for use (IFU) with no problems noted. No additional information was available.

Manufacturer narrative:
The report received from the affiliate indicated that during an enterprise vrd (enc452812/01431297) assisted coil embolization of the anterior communicating artery (acom), when placing an orbit galaxy coil (640cx0406/lot unknown) in the aneurysm, there was a perforation with hemorrhage. After treating by reversal of the heparin with placement of additional coils, thrombus was noted in the enterprise vrd requiring medical and mechanical treatment. The unruptured acom aneurysm had a 5.2 mm neck; and the neck to sac ratio was 5.2mm: 7.0mm. The parent vessel size diameter proximal was 2.5mm and distally 2.9mm. The enterprise vrd was deployed successfully without any reported product issue and followed by coil embolization. The perforation/hemorrhage occurred during placement of the orbit galaxy which was the second coil. The heparin was reversed and additional coils were implanted and the hemorrhage stopped. During the additional coiling, thrombus was noted in the enterprise vrd stent. The thrombus was treated by administration of ozagrel sodium but the thrombus persisted. Therefore, a hyper form/ev3 balloon was inflated and the blood flow improved temporarily. However, 15 minutes later, angiogram revealed the thrombus again. Cilostazol 100mg was administrated and additional inflation was performed using the hyper form. No thrombus was observed after that and the procedure was completed with no further issues. The modified rankin stroke score (mrs) before the procedure was unknown. There is no information regarding the antiplatelet therapy or intraprocedural activated clotting times (acts). The occlusion rate of aneurysm was unknown. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the instructions for use (IFU) with no problems noted. No further procedural information is available and procedural films are not available. The devices are not available for analysis. (B)(4): the orbit galaxy coil is not available for analysis and the lot number is not known; therefore a device history record review cannot be completed. Based on the limited available procedural information specific to the aneurysm rupture and without procedural films, no conclusion can be made regarding the aneurysm rupture during placement of the orbit galaxy coil. It is possible that vessel/lesion characteristics, device manipulation may have contributed; however, no conclusion can be made. Aneurysm rupture/perforation and bleeding is a known potential adverse event associated with this type of procedure as outlined in the instructions for use. These procedures involve treatment of aneurysms which have known vessel wall weakness. Although no conclusion can be made there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. It appears that procedural factors resulting in the aneurysm rupture requiring the reversal of the intra-procedural anticoagulation contributed to the event. With review of the available information and the device history record review there is no indication of any device performance issues related to the intra-procedural thrombus. Procedural/pharmacological factors appear to have contributed; therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #3007628272-2011-50047 and #1058196-2011-00529.